Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and increased sensing integrity counter (sic). The lead integrity alert had triggered on two days, four days apart due to noise/oversensing. Vigorous pocket manipulation and isometrics could not reproduce the noise. It was noted that the noise was too fast and irregular to be real. A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.